Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient underwent placement of the device in (B)(6) 2016. According to the report, prior to implant, the patient was debilitated with chronic problems with ambulation and multiple health problems associated with meningitis as a child. He experienced increased lethargy and headaches and imaging done showed large ventricles with some transependymal absorption of cerebrospinal fluid thought to be consistent with chronic hydrocephalus. At the time of initial assessment, the patient was judged not to be ready for surgery as they had pneumonia and was being treated with antibiotics. After undergoing placement of the device, a scan showed no change in ventricle size. During a return visit in (B)(6) 2017, the patient¿s headaches ¿seemed somewhat better¿ per the family, but the patient was still lethargic. It was noted that no scan was performed, but the device setting was changed from 1.5 to 1.0. Per the physician, they did not feel they had ¿trouble¿ adjusting the device. Reportedly, about a week following the adjustment, the physician learned the patient had died in the care facility. The cause of death was not known and there was no specific deterioration or trauma. No autopsy was performed. Information received from the physician indicated the death was ¿unlikely device related or a hydrocephalus issue¿ as the patient had hydrocephalus or ventriculomegaly for a ¿long time and was tolerating it.¿ in addition, the physician noted the patient did not show clinical worsening prior to death.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.